Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) battery drawer and case were broken. It was indicated that several external components of the epg were damaged or missing. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) battery drawer and case were broken. The epg was returned for service. There was no patient involvement.